Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional/corrected information: d9, h3: the device will not be returned to cook. Summary of event: as reported, during an unspecified procedure via retrograde needle puncture of the superficial femoral artery (sfa) under ultrasound guidance, a wire included in a micropuncture transitionless access set separated. The wire, which was manipulated through the access needle, sheared and became stuck. The user was not able to easily remove the wire, and the wire ¿snapped¿. Approximately five centimeters of the separated wire tip remains in the subintimal layer of the superficial femoral artery, which was seen on x-ray. Per the surgeon, there are no plans to retrieve the fragment, as a stent would prevent it from migrating from the intima. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final lot. One relevant non-conformance was noted on a sub-assembly lot on one device; however, the affected product was scrapped. A review of complaint history found no additional relevant complaints for this lot number. The product IFU states ¿withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Although one relevant non-conformance was noted on a sub-assembly lot, the non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in house or in the field. Based on the information provided and the results of the investigation, cook has concluded that unintended user error contributed to this event. The wire, which was reportedly manipulated through the access needle, became stuck and sheared. Although it is unknown if the wire was specifically manipulated backwards through the access needle, the IFU states ¿withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage¿ and instructs the user not to attempt insertion or removal of the wire if resistance is encountered. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 10mar2024 but inadvertently omitted from the previous report. The micropuncture transitionless access set was used for arterial micropuncture of the lower limb, using ultrasound guidance. The were was manipulated through the needle and "sheered it and it became stuck." The wire was not able to be easily removed and "snapped". Part of the wire was seen on x-ray five centimeters "in situ."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure via retrograde needle puncture of the superficial femoral artery (sfa), a wire included in an unspecified cook micropuncture kit separated. The separated wire tip remains in the subintima of the sfa. Per the surgeon, there are no plans to retrieve the fragment, as a stent would prevent it from migrating from the intima. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.